Event description:
Ng was placed and noted to be coiled above stomach, per x-ray. Staff pulled ng up back of nasophorynx and attempted to reinsert. At this point pt noted to be bleeding through the nose. When staff pulled ng out entirely, noted stylet to be protruding from the tube (approx 1") just above tungsten weighted tip. The stylet had been locked in the tube throughout the procedure.